Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Upon return, the device started up with no errors. Removed fva assembly and found fva pins had minimal debris. Cleaned fva pins and channels. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. No other damage found.

Event description:
The following has been reported: biomed reported: "(B)(4) #(B)(4) display states " service needed." Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.